Manufacturer narrative:
On (B)(6) 2016 the customer found disconnected tubing in quick disconnect qd4 through solenoid 110. The customer was able to reattach the tubing to fix the leak. The beckman coulter internal identifier for this event is (B)(4). Customer was able to fix leak.

Event description:
The customer reported an uncontained diluent leak of less than 20 cc from the coulter (B)(4) hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.